Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing a suture passer on (B)(6) 2011. During the procedure, there was difficulty passing the suture as it would not remain in the slot while it was being passed. The surgeon was able to complete the procedure; however, a delay greater than thirty minutes occurred as a result.